Event description:
Reference number (B)(4). Event occurred in the united states. The patient was reportedly hospitalized on (B)(6) 2025, and subsequently transferred to the intensive care unit (ICU) for hyperglycemia. The event was associated with a bent cannula and failure to rotate the infusion site. At the time of the event, the patient's blood glucose measured 399 mg/dl. Treatment consisted of intravenous saline solution and insulin administration. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 30-jan-2026 against "lot number 6010683 and similar malfunction codes: insertion into scar tissue, improper site selection, or incorrect preparation of set. The review confirmed that lot 6010683 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA). Similar complaints search: a query was run in the eqms on 30-jan-2026 against "lot number" criteria equal 6010683 and similar malfunction codes: insertion into scar tissue, improper site selection, or incorrect preparation of set. The count of complaint is 1. The complaint numbers are (B)(4). DHR review: the lot 6010683 was manufactured according to the work instruction (wi) version 120 and packaged in the line 10 on 07-dec-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 10 samples tested passed visual inspection. The reference samples were tested previously in complaint (B)(4) on 24-sep-2025. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010683 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.